Manufacturer narrative:
Product analysis: the device was received, for analysis. The device returned with a detachment on the hypotube. Kinks were evident on the hypotube. The hypotube material was oval and jagged on both sides of the detachment site. Blood was visible in the lumen. A kink was evident on the inner member, a kink was evident on the core wire, no issue with the proximal bond. The balloon returned deflated. No deformation to the stent. No deformation evident to the distal tip. An attempt was made to inflate the balloon. However, it was not possible to inflate, due to the condition of the returned device. No other damage evident to the remainder of the device. Additional information: negative prep was performed, while the device was in the patient. The device was not kinked and re-straightened, during use. There was zero inflation of the balloon. Additionally, all the detached shaft was successfully removed from the patient. Excessive force was not used, during withdrawal of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion in the mid circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with issues noted. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. No excessive force was used during delivery. It was reported that inflation difficulties occurred. The device was pulled negative when it was realized that something didn't feel right. The stent was removed from the guide and it was noticed that the shaft was broken. The patient is reported alive with no injury.